Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer were experiencing high blood glucose. Blood glucose level was 415 mg/dl. Customer stated set leakage on the site. The insulin pump will not be returned for analysis.